Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose level was 500 mg/dl and 537 mg/dl. Customer¿s current blood glucose level was 200mg/dl and 227 mg/dl. Customer treated with manual injection for high blood glucose. Customer stated that the drive support cap was looking like it has something white on it and it looks like someone tried to push it out. Customer also stated that the insulin pump received no delivery alarm and the insulin was exited. The product will not return for the analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had cracked reservoir tube lip. (B)(4).